Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got did not receive a low battery alert prior to the replace battery now alarm and also got a power error detected alarm. The customer¿s blood glucose level was unknown. It was reported that the customer had error codes all day for the past few days. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer stated that they had a second occurrence of replace battery now without a low battery warning. The customer was advised that the pump needs to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin the pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed power error 25 and power loss alarm were triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover, keypad overlay texture damage, and a minor scratched lcd window.